Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review has been conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 12-jul-2003. The source of the manufacture date is the release to warehouse date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments were found needing repair during a routine inspection. There was no case impact. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the handle was broken. The repair technician reported the set spring was weak. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: nut, spring (set), ratchet, set screw dog point, collet. This item was repaired, passed final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the number securing tube for the rod introduction pliers for dual opening implants was taken for cleaning and was lost. It was also reported that the ratchet on top of the rod introduction pliers side opening implants is loose fitting and the tube might be bent.